Event description:
It was reported that the patient experienced soreness at the implantable pulse generator (ipg) site and felt that the ipg was moving and rotating in its pocket. The patient underwent a revision procedure where the ipg pocket was opened and it was determined that the pocket was too large which was allowing the ipg to move internally. Sutures were positioned to reduce the pocket size. Post operatively, the patient was recovering well.